Event description:
It was reported that customer had a past ongoing issue for about two months in which drops of insulin were not seen at end of tubing during fill tubing step of load sequence. There was no reported impact to the customer¿s blood glucose level. Customer had resolved issue by changing infusion set and cartridge, after which insulin delivery was successfully resumed.